Manufacturer narrative:
Based on additional information received, the front bezel and touchscreen were replaced. This resolved the issue for the customer. The device remains onsite and in use.

Event description:
It was reported to philips that the touchscreen was not working on the bottom of the screen even after calibration and that the bezel was cracked. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided the customer with part information for a replacement touchscreen and front bezel assembly.